Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was returned for analysis with no output, no telemetry, and battery at end of service level consistent with the interrogation event reported by the field. Electrical tests, after replacing the battery, indicated normal functionality. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
New information received noted that the pacemaker was epxlanted and replaced on (B)(6) 2022. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with a pacemaker that failed to interrogate. No intervention was performed. Patient condition after the event was stable.